Event description:
This lead showed strange behavior over the past 2 months, impedances greater than 3000 ohms and non capture between 1-2 pole and 2-3 pole. The readings were good in unipolar mode, however, when sitting upright, there is no capture from 2 pole-can (1 pole to-can np and 4 pole to-can threshold greater than 5v). Given behavior decided to replace the lead, lead was well in the header and was also well fixated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis showed that the conductor coil was found fractured 45 cm distal to the is4 connector pin, which is assumed to be the root cause of the clinical observations. Based on the characteristics, as well as the location of the fracture, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular-first rib entrapment. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.